Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the left upper arm artery. A 5mm unspecified balloon catheter was first advanced to the lesion for dilation. Then the physician attempted to increase the balloon size and the 6.0mm x 40mm, 75cm mustang balloon catheter was advanced. The balloon was inflated however it ruptured at 5 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 5mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure. The inflation device was verified before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the left upper arm artery. A 5mm unspecified balloon catheter was first advanced to the lesion for dilation. Then the physician attempted to increase the balloon size and the 6.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced. The balloon was inflated however it ruptured at 5 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 5mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.